Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/07/2016 with the following findings: due to continued use; bb data from the date of the complaint 6/30/15 has been overwritten. There are no por's observed in the current bb data, however power rebooting was duplicated using the returned battery cap. Investigation note: pump was run on a 24 hour basal program using test cap with no intermittent power/roboot occurrences. Test cap used to perform investigation; securely attaches to pump. Returned battery cap damaged; threads are torn/missing. Unable to securely attach to pump. Pump was opened; inspection performed on the power circuit with no defects found. No moisture found internally. A battery compartment crack was found on the side of the battery compartment from the case seal traveling up toward the battery compartment threads and below the bumper at the case seal. The battery cap measurements are found to be within tolerance. The pump case cracked near the top right corner of the display lens at the case seal. Display screen is dim/faded (pink).